Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging that the patient reported lightheaded and shortness of breath. Medical intervention was not specified. There is no allegation of serious or permanent harm or injury.

Manufacturer narrative:
H3 other text : device not returned to the manufacturer.